Event description:
As reported by the user facility: infusomat IV pump, ref # unk, serial # unk. Nursing report of over infusion. Meds set to infuse over 24 hours and ran ahead of time. No other clinical info available at this time. Please refer MFR report # 9610825-2013-00178.